Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement that resulted in the device triggering a lead safety switch from bipolar pace configuration to unipolar. The lead was assessed and satisfactory measurements were obtained while programmed uinpolar. When switched to bipolar, high out-of-range measurements were observed once more. The device was reprogrammed to bipolar sensing and unipolar pacing and additional follow up planned in approximately six months. It was also noted that the patient's intrinsic rate was 40 bpm or above. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.